Event description:
Complaint from customer reports "attempted left radial arterial line placement. Wire advanced using arrow art line set, and catheter advanced over wire. Unable to withdraw wire to remove arrow device. Removed entire device and noted that catheter had sheared off halfway down length with residual portion of catheter remaining in patient's left arm. Unclear mechanism for this; catheter movement checked prior to placement. No dramatic movement within arm, no resistance during advancement. Fragment visualized on ultrasound immediately subcutaneously, removed by surgeons with very small extension of insertion site and forceps. No significant bleeding from site. Arterial puncture never achieved.". The patient's condition is reported to be fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a defective arterial catheter next to a functional arterial catheter. Visual analysis revealed that the defective catheter was separated around the middle of the extrusion. The appearance of the separation appears consistent with damage due to withdrawing the catheter against the needle bevel during insertion; however, this cannot be confirmed without the same returned for analysis. Evidence of use was observed on the damaged catheter. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not reinsert needle into catheter; doing so may result in patient injury or catheter damage". The report that the arterial catheter separated was confirmed through analysis of the customer supplied photo. Visual analysis revealed that the catheter body was separated around the middle of the extrusion; however, as the actual complaint sample was not returned for analysis, the root cause cannot be confirmed. Based on the customer report and without the actual sample returned for analysis, the root cause cannot be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint from customer reports "attempted left radial arterial line placement. Wire advanced using arrow art line set, and catheter advanced over wire. Unable to withdraw wire to remove arrow device. Removed entire device and noted that catheter had sheared off halfway down length with residual portion of catheter remaining in patient's left arm. Unclear mechanism for this; catheter movement checked prior to placement. No dramatic movement within arm, no resistance during advancement. Fragment visualized on ultrasound immediately subcutaneously, removed by surgeons with very small extension of insertion site and forceps. No significant bleeding from site. Arterial puncture never achieved.". The patient's condition is reported to be fine.